Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. There were no reported patient consequences.

Event description:
New infomation received notes the implantable cardioverter defibrillator was explanted. The reason for explant was unknown. Further information was requested but not available.

Manufacturer narrative:
The report of the event oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.